Event description:
It was reported that error message 1301 (laser power too low: please restart device or call service) at 18 hz, 200 mj and error message 34 (lamp wear-please phone service) was prompted. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customers site by a field service engineer. The fse confirmed the device displayed an error message and had low power. The lamp and o rings were replaced. Functional and safety tests were performed, and according to the checklist, a security check was also carried out and passed. The fse replaced the flash lamp, which resolved the issue. The evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported that error message 1301 (laser power too low: please restart device or call service) at 18 hz, 200 mj and error message 34 (lamp wear-please phone service) was prompted. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.